Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that following an implant procedure, the patient was admitted to the hospital due to severe abdominal pain. The physician believed it was device related, and the passing elevator or surgical paddle lead might have agravated the nerves. The patient underwent a lead explant procedure.